Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233182. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was missing preventing our investigators from evaluating the surface of the component for burrs or other non-conformance's. Unfortunately without this component, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn experienced separation during use and caused a serious injury in the form of a portion of the catheter potentially being embedded within patient. The following information was provided by the customer: the patient left the hospital with the catheter placed. It's found that the catheter/catheter hub and clamp were missing while the tape remained on the skin. The nurse found partial extension tubing and luer connector left. The patient was doubting the catheter entered in the body. The hospital arranged color ultrasound examination and CT, didn't find the catheter residue. Based on the communication, highly suspicious that the catheter extension tubing was damaged when the patient took off the clothes at home the night he/she left the hospital.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn experienced separation during use and caused a serious injury in the form of a portion of the catheter potentially being embedded within patient. The following information was provided by the customer: the patient left the hospital with the catheter placed. It's found that the catheter/catheter hub and clamp were missing while the tape remained on the skin. The nurse found partial extension tubing and luer connector left. The patient was doubting the catheter entered in the body. The hospital arranged color ultrasound examination and CT, didn't find the catheter residue. Based on the communication, highly suspicious that the catheter extension tubing was damaged when the patient took off the clothes at home the night he/she left the hospital.